Event description:
A customer reported, the treatment head would not move upward using the home button or the joystick after the flap was created. The surgeon and technician were able to lift the treatment head to release the pt. The customer stated, the pt was not harmed by the event, the flap had already been successfully created and then the pt received a successful refractive procedure.

Manufacturer narrative:
During the onsite investigation, the technical field engineer (tse) repeatedly tested the motion of the treatment head, but was unable to duplicate the reported event. A review of the log files showed no issues with the treatment head. The device was operating within specifications. A root cause has not been identified. (B)(4).